Event description:
The pt received scs system on (B)(6) 2011. It was reported that the pt was feeling an itching sensation since the implant. The pt was checked by several physicians including skin specialist and dermatologist, and no reason for itching was found. The pt also reported that the programmer had not been indicating battery depletion when the ipg battery had depleted. F/u on (B)(6) 2011 reported that the pt noted the itch was worsening and the pt was not receiving any pain relief. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.